Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/23/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "this prolonged the operation time and aggravated the local tissue ischemia." * how was the local tissue ischemia treated? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. * if medication was required, please clarify if it was prescription strength. * were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure? --please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent an autogenous arteriovenous fistula reconstruction of right forearm procedure on (B)(6) 2024 and suture was used. During the procedure, at 14:20, the doctor performed surgery on the patient. During the anastomosis of the radial artery with the head vein, the continuous suture of the blood vessel anastomosis, the problem of pulling off suture needle suddenly happened. Changed another one to complete the surgery. This prolonged the operation time and aggravated the local tissue ischemia. No adverse patient consequences were reported. Additional information was requested.